Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right-ventricular (rv) lead had high capture threshold and the helix failed to extend. As a resolution the rv lead was no implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed while the reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix; after cleaning the distal end the helix was able to extend and retract and full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to helix being clogged with blood and tissue.